Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07394 and 2134265-2015-07397. (B)(6). It was reported that thrombosis occurred. Three paclitaxel eluting stents (pes) were implanted in the complete total occlusion (cto) right coronary artery (rca). Aspirin and clopidogrel were taken orally. Two years later, stent thrombosis occurred in distal pes. An everolimus eluting stent (ees) was then implanted in the pes. Four months later, st was occurred in ees so that poba was performed. Three months later, st was occurred in same ees so that zotarolimus eluting stent (zes) was placed in ees. However, angiogram 120 days later, showed thrombus. The lesion was evaluated by ivus, oct and cas.